Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve flow was blocked. There was no report of patient impact. The following information was provided by the initial reporter: maxzero nfc does not flow. Fluids will not go through the nfc when using maxzero with b braun stop cock with extension, the maxzero is blocking the fluid flow.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 25-aug-2022 h.6. Investigation summary: two mz1000 samples were received for investigation; one sample was received without packaging and with residual blood present on the male luer, the second sample was received in sealed packaging from lot 22025487. The feedback provided by the customer indicates a complete occlusion was detected when using the maxzero component, the customer also confirmed the connecting product was a b.braun three-way stopcock. A visual inspection of the returned samples did not identify any damage or manufacturing defects which could have caused or contributed to the customer's experience. The samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusions or flow restrictions were detected. The maxzero components were then subjected to a short infusion by connecting to a 03508073270 bd gravity infusion set; in each instance no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025487 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. Previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported while using bd maxzero¿ needle-free valve flow was blocked. There was no report of patient impact. The following information was provided by the initial reporter: maxzero nfc does not flow. Fluids will not go through the nfc when using maxzero with b braun stop cock with extension, the maxzero is blocking the fluid flow.